Event description:
I had a full shoulder replacement of my left shoulder on (B)(6) 2012. Since then, my left shoulder has had multiple sublaxations and three major sublaxations wherein my left shoulder actually separated to the point where I could see visually the prosthetic ball of the upper arm bulging under the skin. Each time I have developed bursitis (sic) and limited range of motion and loss of strength issues. I have brought these issues to my surgeon and all I got for it was a bill for (B)(6) dollars. I saw an infomercial on tv by (B)(6) concerning a recall on shoulder replacement surgeries. I have a tornier aequalis system. It is one of the systems on recall by the FDA currently.